Manufacturer narrative:
Date sent to the FDA: 11/21/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a tear was observed in the device near connection part of the adapter. The device was removed and deemed not necessary for the indication. Surgeon indicated that scissors were used to separate the drain from the trocar. No adverse pt consequences were reported.